Event description:
It was reported that the left monitor on the 2800 system lost sync and the 30 inch leg extension needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor and leg extension was replaced during the service call. The system was tested and found to be working as intended and put back into service.